Manufacturer narrative:
Corrected data: device manufacture date. The graft sample was not returned; therefore an evaluation of the actual product could not be performed. The lot number was not provided so a review of the associated device history records could not be performed. No additional information regarding the event was obtainable. While the rings are added to the advanta vxt to improve kink, compression and torque resistance, a physician may choose to remove portions of it for surgical/technical reasons. The instructions for use (IFU) clearly define the appropriate steps of removing the helix. 1. Hold the graft flat (horizontal). 2. Take the very distal portion of the ptfe ring with a pair of forceps and slowly pull off the ring at a 45 degree angle, being mindful not to catch the outer soft wrap. 3. If the external support rings are pulled too quickly, it is possible for a small portion of the vxt outer wrap to be removed. Should the outer wrap fray, the physician is still left with the base layer, which will be sufficient to complete the procedure. Clinical evaluation: the advanta vxt graft is indicated for use in arterial vascular reconstruction and segmental bypass to restore circulation, and for arteriovenous vascular access as an access for dialysis. The wrap of a graft may shred due to, but not limited to, manipulation and handling of the graft during preparation or incorrect sizing causing stress at the site of the anastomosis. This event would cause a procedural delay while a second graft was located and prepared. The instructions for use advise that aggressive graft manipulation may lead to separation of the peel-able external helix support. The IFU also warns do not pull, peal, separate or delaminate any portion of the multi-laminate wall or reinforcement layer of the graft.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 3011175548-2017-00005 and 3011175548-2017-00007.

Event description:
Report received stated that when the physician attempted to remove the helix of the graft the second layer of the graft also peeled off.